Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The electrodes were not returned to zoll medical corporation. It should be noted that by design, the stat pads (electrodes) in question do not have a shorting wire to perform a short test. Therefore, this claim will be closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to perform self test.